Event description:
It was reported by the customer that on (B)(6) 2010 the fiber forward fired as a result of large prostrate stones at 104,276 joules. No pt injury was reported. The device was not returned for eval.